Event description:
It was reported that this pacemaker device was found to be operating in safety mode during interrogation. The plan was to have this device replaced. This device currently remains in service. No adverse patient effects were reported.